Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer experienced a high blood glucose level of 420 mg/dl. The customer also reported a motor error alarm. She treated her high blood glucose level with an insulin pen. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to faulty forces sensor. The insulin pump was unable to perform excessive no delivery test and basic occlusion test due to prime anomaly. The motor was tested outside the insulin pump and passed. No cosmetic damage noted.